Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported that after 1st night of whitening patient woke up with very swollen lips. They went to the ER and got a cortizone shot. Informed the office to ask the patient to discontinue all whitening until the swelling goes down. Any future whitening would be done without desensitizer. Symptoms have completely subsided and the patient is back to normal. Advised the office to inform the patient to discontinue all use of the desensitizer. Any future whitening would be without the desensitizer.